Event description:
It was reported to philips that the heartstart xl "defibrillator pad cable cannot be locked." There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.